Event description:
It was reported that there were inaccurate values that displayed with the px1800 cable. The blood pressure reading was displaying as 15 to 20mmhg lower than what was being displayed on the philips bedside monitor. The hemosphere instrument could not be ruled out. The report for the hemosphere will be sent under a separate submission. The pressure cables that were being used were new edwards cables. The hypotension was not treated for hours because the blood pressure readings transmitted onto the philips bedside monitor were acceptable. Cables and philips bricks were switched out to resolve the issue. Patient demographics have been requested and not provided. There was no patient harm or injury reported.

Manufacturer narrative:
The px1800 cable has been requested for return for evaluation. It has not yet arrived. Once it has arrived and the product evaluation results are available a supplemental report will be sent with the results. The device history record review was completed and all manufacturing inspections passed with no non conformances.

Manufacturer narrative:
The product was requested for return but did not arrive for evaluation. Without the return of the product, it is not possible to determine if some damage or defect existed on the device that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.